Manufacturer narrative:
(B)(4). The analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received without a cartridge reload. The device was tested for functionality with test reloads on the three articulated positions and it fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulting in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon procedure, on the first firing with a white cartridge the device would not fire. Another gun was pulled and loaded with the same cartridge and it would not fire. A new white cartridge was pulled and loaded into the device. It fired successfully. There was no patient impact.